Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluationthe lay user/patient¿s meter and test strips have been returned on 9/15/2014 and 10/7/2014, evaluated by lifescan product analysis on 10/14/2014 and 10/28/2014 respectively with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) canada alleging the patient¿s onetouch verioiq read inaccurately high in comparison to another meter. The complaint was classified based the customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014 at an unspecified time in the afternoon, the patient obtained readings of ¿18.8mmol/l¿ and ¿18.7mmol/l¿ on the subject device which she felt was inaccurately high compared with a reading of ¿7.2mmol/l¿ obtained on an unspecified device, when performed within 30 minutes of each other. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin dose and denied that any action was taken regarding the patient¿s usual diabetes management regimen in response to the allegedly elevated results. The reporter claimed that immediately after the allegedly high result the patient developed symptom of feeling ¿tired¿¿ and that at 05:00pm on (B)(6) 2014, the patient¿s mother treated him with 3 units of humalog. The cca noted that the units of measure were set correctly at the time of testing and that the correct testing steps and sample site had been used. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient's reported symptom of feeling ¿tired" does not meet lfs¿s criteria of serious injury and the patient did not receive medical intervention for an acute complication of diabetes from a healthcare professional. This complaint is being reported because based on statistical methodology, the calculated difference of the reported glucose results exceeds lfs¿s criteria for accuracy and the alleged issue was not resolved during troubleshooting.